Manufacturer narrative:
Result: motion interrupt cable.

Event description:
It was reported by service report that the foot end of the bed will not go down. No patient involvement or adverse consequences are reported.